Event description:
It was reported that after the intra-aortic balloon (iab) was inserted and the start button was pressed, the console generated a check iab catheter alarm. The alarm was generated even when the start button was pressed again. Since therapy could not be started after several attempts, the iab was removed and replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID#: (B)(4).

Manufacturer narrative:
Correction to emdr follow up #2 to include the following evaluation results: the product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender tubing and guidewire protective tubing were also returned. No guidewire was returned. Two small indentations were observed along the length of the catheter tubing: one at approximately 3cm from the rear seal and the 2nd at approximately 4cm from the sheath seal tip. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A laboratory guidewire was inserted through the inner lumen and was found to be occluded with dry blood. Unable to clear occlusion. The iab was placed on the cs300 pump for two hours which represents one complete autofill cycle. The iab pumped normally, no alarm sounded. Conclusion: the evaluation did not confirm the reported problem. However, kinks and/or indentations to the catheter tubing may contribute to pump alarms. Unable to duplicate the clinical settings. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender tubing was also returned. Additionally the guide wire protective tubing was returned without the guide wire. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.